Manufacturer narrative:
(B)(4). Product returned and evaluated. Defect found: lcd segments dim/off/on. Most likely underlying root cause: user mechanical stress.

Event description:
Customer calling stating meter is displaying partial characters. Customer states she is well at this time and no adverse event has occured.